Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has ripples on lcd screen image. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). Due to character restrictions in block e1 event site name: (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.